Event description:
Event description guidant received information that guidant received information that this device, which was included within a subset of devices affected by a recent physician notification, was explanted due to premature battery depletion. The device had been implanted for five years. It was reported that the clinic has lost faith in guidant's products.